Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
It was reported that during the removal of the micro introducer device at the end of a procedure, the nozzle component detached in vivo within the sheath. The detached component was successfully removed without intervention, and the device was safely extracted from the patient. 1 segment was treated, and the vein was successfully closed. No patient complications have been reported as a result of this event

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that the dilator hub was detached from the tubing. An internal investigation has been previously initiated to address the hub detachment issue and is currently closed but was deemed effective. Data is currently being compiled, and if the number of complaints exceed the threshold, a new failure investigation of CAPA will be initiated. Additional information provided in h.3., h.6. And h.11.